Manufacturer narrative:
Additional information was received that included the following adverse events; transient ischemic attack (tia), cerebral vascular accident (cva), vascular complications, valve dislodgement, cardiac arrest, annular dissection, reintervention, atrial fibrillation (afib) and unplanned cardiac surgery. Additional patient codes: c50781 c50796 patient age was updated in section a.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: ali, s.a.md et al, early clinical and procedural outcomes in a large series of 34 mm self-expanding transcatheter aortic valve replacement. Journal of the american college of cardiology. 73(9):1252 epub. Mar. 4 2019. Doi: 10.1016/s0735-1097(19)31859-5. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early clinical and procedural outcomes in a large series of transcatheter aortic valve replacements. All data were collected from a single center between november 2016 and july 2018. The study population included 196 patients (predominantly male, mean age 86 years), all of which were implanted with medtronic evolut r (no serial numbers provided). Among all patients, adverse events included: pacemaker implantation and moderate paravalvular leak which improved to mild paravalvular leak at 6-month follow up. Based on the available information, a medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.